Event description:
An open surgery on the thoracic spine for a fusion of vertebrae t6 to t11, with intended placement of 12 vertebra screws bilateral for fixation (at t6 to t11), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra t9 . Acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated pedicle access needle to open the cortical bone and to create the pilot holes, followed by placements of 12 k-wires into the vertebrae. Calibrated a non-brainlab screwdriver to the navigation for instrument position display. Placed 12 spine screws with the navigated non-brainlab screwdriver. Acquired a verification intra-operative 3d (x-ray) scan, and determined that 8 of the 12 screws placed (at t6-t9) deviated from its intended position. Decided to remove the screws and to re-place them with the aid of navigation. Confirmed their correct position, completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 8 of the 12 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 1 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 8 pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): the deviation of 8 of the 12 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 1 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the screws at t6 - t9 deviating by about 5mm to the patient's right side from the intended position was: an unintended movement of the non-brainlab scanner device, during the scan after the brainlab registration, due to an uneven or floor, causing a different movement compared to initial calibration of the scanner to the navigation, which ultimately leads to decreased navigation accuracy. Apparently, the resulting deviation between the registered pre-placement image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.